Event description:
Reporter noted phaco burn occurred during procedure.

Manufacturer narrative:
H-10 ; a co service rep checked system; found it met performance specifications. The report mailed in to the FDA on: 06/24/2006.